Event description:
The reporter mentioned that the pump was frozen. The patient was trying to bolus with remote received message, "no delivery, cancelled due to user pressed button". Reporter states the button press would not respond, patient replaced battery x 3, receives verify screen but ok button will not respond to change time. Reporter reports using lithium battery, has used 3 different brand new lithium to troubleshoot before calling for assistance. Reporter mentioned again that the ok button will not respond. Reporter states patient wore pump swimming yesterday, no moisture or corrosion noted in battery compartment, no moisture in cartridge compartment or screen. Reporter states she was able to program pump normally last night and early this morning with no problem. Reporter denies any damage noted to pump and the battery cap is secure.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing all keypad buttons were unresponsive. The pump was opened and internal moisture damage was observed on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.